Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations,, that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported when connecting the video system center and the colonovideoscope, the images were initially not displayed on the monitor but were resolved by reconnecting the devices. Afterwards, when checking the equipment on-site, the endoscopic image inside the octagon was not visible, but was resolved by unplugging and plugging the device. This occurred with the video system center and the colonovideoscope, as well as an unidentified upper scope in a previous inspection. The issue occurred during preparation for use before an unspecified diagnostic procedure. The intended procedure was completed using the same set of devices. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.